Event description:
It was reported that the rv lead was replaced following a patient alert for high impedance of greater than 3000ohms. Additional information reports a suspected lead fracture. No patient complications were reported as a result of this event. The patient's status was reported as "well".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead returned and analyzed. Additional analyst comment - could not determine anchoring sleeve fixation site.